Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006535 ¿ bone screw ¿ 61146379. 00625006535 ¿ bone screw ¿ 61152406. 00620205422 ¿ trabecular metal shell ¿ 61091648. 00801803602 ¿ cocr head ¿ 61244813. 00786401420 ¿ tm primary stem ¿ 61034344. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00644. 0002648920-2019-00645. 0001822565-2019-03740. 0002648920-2019-00646. 0001822565-2019-03742.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to pain, limping, elevated metal ion levels. During the surgery, oxidative wear was found on the poly along with significant metallosis, trunnionosis, bursitis, synovitis, and heterotopic ossification. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.